Manufacturer narrative:
As of 03/27/2018 aso was unable to perform additional testing, as no information of lot number and unused samples were provided. However, aso has verified records of biocompatibility testing.

Event description:
Consumer stated that the product caused a chemical burn requiring medical attention.